Event description:
The manufacturer received information alleging the dream station 2 advanced auto CPAP while using the device there was a burning smell and the next night the unit humidifier boiled over in the machine. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the dream station 2 advanced auto CPAP while using the device there was a burning smell and the next night the unit humidifier boiled over in the machine. There was no report of patient harm or injury. The manufacturer inspected externally observed that unknown white dust-like contamination on the inlet/outlet seal. Unknown white dust-like contamination on the heater plate surface. The water tank had slight dust-like contamination in it along with 2 pieces of potential paper measuring approximately 1 inch and one piece that was ¼ inch. The ui (users interface) flex ribbon cable had potential mineral deposit stains in the middle of it and on the end of the cable had some corrosion on the copper pins. Also, j4 and j5 had potential mineral deposit stains or corrosion on it. On the pca (printed circuit assembly), q3 (phase a) of the motor circuitry, was blown apart and had potential mineral deposit stains and corrosion nearby, indicating potential water ingress. On the pca (printed circuit assembly), q2 (phase b), u4 and surrounding components had potential white mineral deposit stains and corrosion on them, indicating potential water ingress. One screw holding down the top enclosure had corrosion on it. Inside of the rear panel had slight potential mineral deposit spots on it. Inside of the middle enclosure had slight potential mineral deposit spots on it.d19, r128, u10, vr1, and vias near d25, and the surrounding area had potential mineral deposits and corrosion. A piece of potential paper approximately ¼ inch was in the bottom enclosure. Two screws holding the pca in had corrosion around it. The pca had a burn mark on the underside of the pca at vias near u1 and u11.blower motor brass nut had corrosion on it and was discolored, indicating potential water ingress. All 5 screws holding the blower motor together had corrosion on them. Blower motor seal had corrosion on it. Blower motor had potential mineral deposit spots on the bottom of the blower motor and on the inside the blower motor and in the bottom of the blower box, indicating potential water ingress. Unknown dust-like white, brown and black contamination and hairs/fibers at the air inlet of the blower box. Unknown dust-like white and black contamination in the bottom of the blower box. Unknown dust-like white contamination in the bottom of the bottom enclosure and there was a potential ¼ inch piece of paper there. Unknown dust-like tiny contamination under the heater plate. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 28 errors. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, observe dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. The device was scrapped. In box d: device serviced by 3rdp, device available for eval and date returned to mfg has been updated. In box h: device eval. By mfg, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.